Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user's caregiver observed insulin leaking from the cartridge and connector. The user experienced hyperglycemia with blood glucose (bg) levels of 325 mg/dl. After performing a supply change, bg levels returned to normal range. No symptoms, external assistance, or medical intervention occurred.